Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 09-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the auxiliary cabinet half-height drawer two had been off the bus with no leds or board detection due to failed drawer control boards and a failed t-board. A field service engineer resolved the issue by replacing both drawer assemblies, the control boards, and the t-board, then reconfiguring and testing the drawers to confirm full functionality. The system functioned as intended after the field service engineer completed the repair

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 2.1 experienced a hardware failure. The customer stated that they attempted troubleshooting steps, including rebooting the device and performing a drawer recovery; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.